Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop wire broken. Imdrf impact code f2301 captures the reportable event of additional device required. (There was enough left over that the physician was able to grab the wire that was connected to the tip of the peg with a pair of hemostats and guide the tube the rest of the way through the incision.) Block h11: investigation result the device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2026. During the procedure, when they were pulling the peg tube through the incision, the wire snapped. There was enough left over that the physician was able to grab the wire that was connected to the tip of the peg with a pair of hemostats and guide the tube the rest of the way through the incision. It was reported that they completed most of the procedure when the problem occurred. There were no patient complications as a result of this event and the patient's condition was expected to be fully recovered.